Manufacturer narrative:
H3: pending investigation.

Event description:
Associated with mw5151156. As reported by mw5151156, the reporter called regarding her equinoxe shoulder system. The reported had a right tsa done in 2022. She mentioned the pain returned in 2022 for which she consulted her doctor. The doctor dismissed her complaint and she did not receive any positive response regarding the pain. She stated she has weakness and chronic pain in her right shoulder. The reported also mentioned receiving a letter from the company stating discontinuation of use of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, h4, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g the reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component sizing, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.